Event description:
The customer reported a constant tone and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display and constant tone due to a faulty component on the interface board.